Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery and occlusion test due to prime anomaly. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window. Unit received with broken belt clip slot.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels but did not provide the value of their blood glucose. The customer has issues with their changing their reservoirs more often than usual. The customer was assisted with a displacement test on their insulin pump. However, the piston may not be recognizing the reservoir. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.